Event description:
Consumer called to complain about the accuracy of her meter. Went to the hospital (in the hospital for 3 days) hospital meter consistently read 200 points lower.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.